Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the needle was worn and aged. The fse replaced the needle assembly to resolve the leak. Upon recur, this failure mode could generate erroneous results for all parameters due to incomplete aspiration. (B)(4).

Event description:
The customer reported a leak from the aspiration probe on the hmx al instrument. The volume was reported as less that 1 ml and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous patient results were generated in connection with this event.